Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check te pad message and check therapy pad messages) was due to contamination found on the distribution node (dn) pca at the j500. The root cause for the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages and check therapy pad messages.